Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support to report the liberty select cycler's screen was blank. This occurred during an unknown phase. Pressed ok, stop, and touched the screen, but screen remained blank. The ok and stop keys didn't made any sound when pressed. The patient rebooted the cycler. The ok and stop keys lit up, but the screen remained blank. The fresenius technical support representative issued a replacement and advised to inform the pd registered nurse of replacement. A phone call and written attempt have been made to gather additional information, but fresenius has not received any further details regarding the reported event. If additional information becomes available, the file will be updated accordingly.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical. A visual inspection of the returned cycler exterior showed no sign of physical damage. The cassette compartment was inspected and didn¿t find indications of dried fluid. There were no visual indications of particulates around the catch post area and within cassette compartment. There were no burrs or sharp edges in the cassette area that may have punctured a cassette membrane. The screen is blank. Touch screen test failed - when powering on the cycler the ¿ok, stop, and up/down arrows push buttons¿ illuminated, however the front panel display remained blank. An internal inspection of the cycler found transformer (t1) on the ¿inverter board¿ to have an internal short. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed and the display became operational. Removed functioning inverter board from the front panel at the completion of the investigation. An internal visual inspection of the returned cycler encountered no other discrepancies. A review of the device history record (DHR) did not reveal any issues or problems related to the reported symptom code.upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on the inverter board.